Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 5592-53 lead, implanted: (B)(6) 2000. The initial reported event of fluctuating impedances was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was explanted and replaced due to significant fluctuation in impedance. Additional information received from an attorney report alleges "as a direct and proximate result of the lead the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses."